Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the radiologic technologist took a spin while it showed green status on the stealth, however, it became stuck on transferring the patient data. The software was re-started and they took another spin which worked properly. Patient was exposed to 1 unused spin. Issue did not reoccur. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient information provided.

Event description:
A site representative, (B)(4), reported that the radiologic technologist stated the patient scans did not transfer to the navigation system while in a spine procedure. They were able to proceed with the procedure and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.